Event description:
This was reported via literature review. The study compared the results of multiple endovascular procedures using proglide and non-abbott devices. The intention of this study was to compare the vascular complications of proglide devices verses non-abbott devices. For proglide devices, both the pre-close and post close techniques were used in the common femoral artery. The rate of vascular complications were low; however for proglide, included the following: failure of deployment, hematoma, pseudoaneurysm, acute thrombosis, and ischemia requiring the use of a surgery and other unspecified interventions. The article concluded that while proglide had a lower vascular complication rate, proglide had a higher deployment failure rate. Furthermore, use of heparin and use of large bore access were associated with vascular complications. Specific patient information is documented as unknown. Details are listed in the attached article, "procedure-related complication rates with the use of vascular closure devices; does size only matter? A large single centre retrospective study." No additional information was provided.

Manufacturer narrative:
The devices were not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part numbers and lot numbers were not reported, and the devices were not returned. Based on the information provided, a definitive cause for the reported issue could not be determined. It is possible the malfunction was a suture retrieval issue; however, this cannot be confirmed. A conclusive cause for the reported patient effects of thrombosis, hematoma, pseudoaneurysm, and ischemia, and the relationship to the product, if any, cannot be determined. The patient effects of thrombus, hematoma, pseudoaneurysm, and ischemia are listed in the perclose proglide instructions for use (IFU) as potential adverse events of use of the device. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.b3: date estimated: d4: the UDI is not known as the part and lot number were not provided.attachment: article, "procedure-related complication rates with the use of vascular closure devices; does size only matter? A large single centre retrospective study."